Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that the computer and solid state drive for the navigation system were replaced. The solid state drive (ssd) was returned to the manufacturer for evaluation. Testing found that the navigation system would not complete start up consistently. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.

Event description:
A medtronic representative reported that, while outside of a procedure, the navigation system would not shut down entirely when prompted by the user. Intermittently, the blue power light would flash while the light was still illuminated. A force shut down could be accomplished once the navigation system was plugged in. It was reported that the navigation system could only be restarted on two of the following 6 subsequent attempts. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The computer for the navigation system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative replaced the computer. The navigation system then passed the system checkout and was found to be fully functional. The suspect computer was returned for evaluation, however, the results are not yet available.